Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Based on review of historical complaints database, it is likely that the locator was attempted to be inserted in to the sheath hub valve by grasping its white hub instead of holding it by the tip. Insertion by holding at any other position than the tip of locator may result in bending of the tube at the inlet holes. It is also likely that the hemostasis sheath was bent at an extreme angle precluding the proper insertion of the locator thereby generating resistance and eventual kinking. These causes cannot be confirmed based on available information and the exact root cause remains unknown. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint found no other reports with the involved product code/lot# combination. The user facility reported a similar event from the same product code. See MDR 2243441-2017-00041. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the arteriotomy locator kinked with the involved angio-seal device. The user facility reported: when the arteriotomy locator was being inserted into the insertion sheath, which was inserted into the artery, the clinician felt strong resistance; they pushed the locator and the locator kinked; a new device was used and the locator was inserted in the insertion sheath again, a strong resistance was felt in the same insertion position as before; the clinician applied manual compression to achieve hemostasis; hemostasis was successfully achieved; there was no reported health damage to the patient. Puncture vessel: femoral artery/right - puncture site: distal of inguinal ligament. Vessel diameter: 6 mm - sheath size: 6 fr.